Event description:
A piece of the rotaflow broke off during ECMO with the piece ending up in the venous side of the oxygenator. Circuit was changed with no adverse affect on the pt. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The returned samples (rotaflow and oxygenator) have been cleaned and investigated by the manufacturer. One of the bars on the rotor of the centrifugal pump was broken. The broken bar was found stuck on the venous side of the oxygenator. We have not been able to reproduce this event. After review of our complaint records, this issue appears to be an isolated incident as there have been no other complaints reported. Therefore, no further action will be taken at this time. Batch traceability is not possible, because the batch of the centrifugal pump is unk.